Event description:
A customer reported a cartridge alarm with their insulin pump but it did not adversely affect their blood glucose level. The cartridge alarm issue did not occur during the load process and was not previously reported with this pump serial number, although alarms were reported with consecutive cartridges. The pump was under warranty, and technical support (cts) resolved the issue by sending a replacement pump. Customer reverted to an alternative method of insulin therapy.